Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant alinity c creatinine, sodium, potassium, chloride for several samples. Result provided: sid: (B)(6), creatinine initial result = 67.5 umol/l, repeat results, 197 umol/l, 215.8 umol/l sid: (B)(6): sodium initial result < 100 mmol/l, repeat result 138 mmol/l (normal range: 136-145 mmol/l) potassium initial result 1.6 mmol/l, repeat result 5 mmol/l (normal range: 3.5-5.1 mmol/l) chloride 57.7 mmol/l, repeat result 104.3 mmol/l (normal range: 98-107 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the field service representative (fsr) inspected the analyzer and observed a jammed spring on the cuvette dry tip which was determined to be the likely cause. The fsr reseated the cuvette dry tip correctly. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fsr. The alinity ci series operations manual addresses sample result observed problems for erratic/discrepant results and the correct placement of the cuvette dry tip. A review of the clinical chemistry systems tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.